Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified deformation and creases. A weight test of the device was verified and the device was within specification. Cloudiness observed after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and "creases". Device has been explanted.